Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction to have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt reported that on (B)(6) 2014 she received a pdm hazard alarm and did not know what was going on so she decided to go (B)(6). Upon arrival she was admitted with diabetic ketoacidosis (due to insulin pump failure per the doctor) and her blood glucose (lab) results were 486 mg/dl. They placed her on an insulin drip and once the pdm error was cleared they were able to activate a new pod.